Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was over 500mg/dl at the time of the incident. The customer also reported that the insulin pump had a battery issues and had given no delivery alarm. The customer treated high blood glucose level with manual injection. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm and low battery alert due to blank display.